Manufacturer narrative:
Event summary as reported, during a percutaneous sinus choledochoscopy and stone removal procedure, the basket of an ncircle tipless stone extractor would not open and close normally. The user checked the device function prior to patient contact and discovered the issue. A new device was used to complete the procedure. The patient experienced no harm as a result of the issue. Investigation - evaluation reviews of the complaint history, device history record, instructions for use, manufacturing instructions, and quality control procedures and a visual inspection and a functional test of the device were conducted during the investigation. One ncircle tipless stone extractor was returned for investigation in opened packaging. When attempting to actuate the basket, the handle would not go into the fully closed position, and the basket would not close fully. Sheath damage/kinking was noted approximately 15.5 cm from the handle. The basket handle was disassembled, and the handle was unable to actuate manually. The basket was removed from sheath, and resistance was felt at the kinked area. It was also observed that the basket was deformed. A document-based investigation evaluation was performed. No related non-conformances were recorded, and there have been no other reported complaints for this lot number. The device history record review provides objective evidence that the device was manufactured to specification. There is no evidence of nonconforming devices from the complaint lot in house or in the field. The product specification for the ncircle tipless stone extractor ntse-045065-udh was reviewed. All extractors are 100% verified to assure the basket opens and closes properly. Sufficient inspection activities are in place to identify this failure mode prior to distribution. The device is provided with instructions for use which cautions the following: ¿precaution: the device is conductive. Avoid contact with any electrified instrument. Precaution: enclose the device in the sheath before removing from the tray/holder. Precaution: do not use excessive force to manipulate this device. Damage to the device may occur.¿ the IFU also states that the device is intended stone manipulation and removal in the urinary tract. Though the device was intended to be used in the biliary tract, the reported failure occurred before patient contact. Based on the available information, cook has concluded that a cause for this issue could not be determined. Cook will continue monitoring of similar complaints and has notified the appropriate personnel of this event. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Name and address- postal code:(B)(6) reporter occupation- agent. PMA/510k # - exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
As reported, during a percutaneous sinus choledochoscopy and stone removal procedure, the basket of an ncircle tipless stone extractor would not open and close normally. The user checked the device function prior to patient contact and discovered the issue. A new device was used to complete the procedure. The patient experienced no harm as a result of the issue.